Manufacturer narrative:
Additional data: the reporter indicated that the surgeon implanted a (B)(4) +24.0 diopter intraocular lens into patient's right eye (od) on (B)(6) 2018. The lens was damaged during loading and it was reported that the tear was noticed during insertion (lens in anterior chamber). The reporter stated there was inferonasal capsular break and an anterior vitrectomy was performed. A competitor's replacement lens was then implanted. The problem was resolved. Device evaluation: lens was returned dry, in lens vial with a ziploc bag. There was clear surgical residue on product. Visual inspection found the haptic torn and presence of residue on lens surface. (B)(4).

Manufacturer narrative:
Pt info: unk. Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a cc4204a, +24.0 diopter, intraocular lens into the patient's eye on (B)(6) 2018. Within the initial surgery, the surgeon noted the lens did not look right and the lens was removed and replaced with another manufacturer's lens. It was reported that patient's capsule was compromised, not sure if it was because of lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.